Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery handpiece device locked up and would not work. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The reporter stated that an incident report was filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device locked up and would not work was confirmed. An assessment was performed on the device which determined the unit would not work, the housing was damaged, an unknown substance was found on the internal components, and the bearing were seized and frozen. It was determined that this condition was due to cleaning, sterilization and/or maintenance procedures not followed as per directions for use (dfu). The assignable root cause was determined to be due to improper handling and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date (jul 13, 2012) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.